Event description:
It was observed that during the device evaluation, the subject device exhibited flooding of the connector, cracks on the connector. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was likely that the watertight function did not work properly due to the cracks in the connector and connector flooding occurred. The most probable cause of the complaint was not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.